Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 5 colony forming units (cfus) of roseomonas mucosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.